Event description:
It was reported that during the primary of left knee, the #7 left femoral component had oily residue, so the sterility of the implant was in question. There was no any delay in surgery.

Manufacturer narrative:
An event regarding an oily residue involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned femoral component has water marks evident on the polished surface. The component had been washed prior to return for inspection. There is no oily residue evident on the component as the event description suggests. There are some patches of slight darkening evident on the blast surface. As the component was also handled post-washing, it is not possible to perform analysis to determine how or when those marks occurred. -medical records received and evaluation: not performed as the reported device was not implanted. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there are no other similar reported events for the lot. Conclusions: the returned femoral component has water marks evident on the polished surface. The component had been washed prior to return for inspection. There is no oily residue evident on the component as the event description suggests. There are some patches of slight darkening evident on the blast surface. As the component was also handled post-washing, it is not possible to perform analysis to determine how or when those marks occured. Although the reported event of oily residue could not be confirmed and analysis of the component could not be performed; the femoral and packaging departments were made aware of the reported event.

Event description:
It was reported that during the primary of left knee, the #7 left femoral component had oily residue, so the sterility of the implant was in question. There was no any delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.